Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump battery could not be charged resulting in the pump shutting down. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. There was no adverse impact to the customer¿s blood glucose level.